Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown. Manufacture date ¿ unknown.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2012 and a revision procedure on (B)(6) 2012 due to patient allegations of pain, swelling, loss of range of motion, inflammation, damage to surrounding bone and tissue, lack of mobility, elevated metal ion levels, metal poisoning, and metallosis. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch. Correction: date of event has been corrected in this report. Implant date has been corrected in this report. Explant date has been corrected in this report. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ number 2 states, ¿early or late postoperative infection and allergic reaction.¿ review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 1 of 9 MDR's filed for the same event (reference 1825034-2014-04488 and -06947 / -06954).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2012 and a revision procedure on (B)(6) 2012 due to patient allegations of pain, swelling, loss of range of motion, inflammation, damage to surrounding bone and tissue, lack of mobility, elevated metal ion levels, metal poisoning, and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient medical records reports patient underwent initial right total hip arthroplasty on (B)(6) 2012, which was revised on or about (B)(6) 2012 due to infection and recurrent dislocations. Patient operative (op) notes dated (B)(6) 2012 reports antibiotic spacers were removed and replaced by competitor components.